Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that prior to the precise stent being inserted into the y-connector for accessing to the lesion; the physician confirmed that the stent was slightly released. The patient is a (B)(6) male. The target lesion was the right internal carotid artery with slight calcification and slight tortuousity with a stenosis of 95%. The product was properly inspected and prepped and no anomalies were noted. When the precise pro stent was about to be inserted into y-connector for accessing to the lesion, the physician confirmed that the stent was slightly released from the outer member. The physician replaced the precise with another device and the procedure was finished successfully. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15584548 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time the hemovalve is in the open position when the stent is prepped and needs to be closed prior to removal from the tray. It is possible that during the prep of the device the stent may have slightly pre-maturely deployed. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate states that prior to the precise stent being inserted into the y-connector for accessing to the lesion; the physician confirmed that the stent was slightly released the patient is a (B)(6) male. The target lesion was the right internal carotid artery. It is unknown if the lesion was a de novo, but was slightly calcified and slightly tortuous. The rate of stenosis was 95%. The product was properly inspected and prepped and no anomalies were noted. When precise pro rx (10x30mm: complaint product) was about to be inserted into y-connector for accessing to the lesion, the physician confirmed that the stent was slightly released (it is unknown how long it was released) from the outer member. The physician stopped using the precise pro rx, the device was not advanced into the sheath introducer or the guiding catheter. A different stent (details unknown) was used instead. The procedure was finished successfully. There was no patient injury reported.